Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: the device was returned with clear evidence of biomatter on it. The device was investigated under light microscopy and a constriction was observed 13.4 cm from the sheath tip. Additionally, small scratches were observed on the dilator tip. The stent graft was deployed to investigate whether the constricted area on the sheath had applied damage to the stent graft and/or uat tip. The investigation showed no damage on stent graft or uat tip. It is likely that the constricted sheath was caused by the described advancement difficulty. No images were provided. A definite cause cannot be determined based on the information received. Cook will reopen the investigation if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to devices under PMA/510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2018, a male patient in his 80's was going to undergo tevar with the complaint device. The patient had a history of abdominal aorta replacement with an artificial vessel, but the physician judged that he was suitable for the procedure since the inner diameter of the artificial vessel was larger than the complaint device. However, the physician felt strong resistance when advancing the delivery system through the artificial vessel. Several attempts of advancement were made, but these failed. Since there was no other device including other manufacturer's device in their stock, the procedure was abandoned on the day. Additional information "received" (B)(6) 2018: the point where the delivery system stopped advancing was near the anastomosis site. The diameter of the anastomosis site was 9mm. Y-graft (y-shaped vascular prosthesis) replacement had been performed from the aorta to the right and left cias. The date of the operation was not provided. Tortuosity was observed in the y-graft, but the delivery system stopped advancing prior to reaching to the tortuous y-graft. The physician judged that inner diameter of access vessels and y-graft was compatible with the introduction system since the diameter was larger than outer diameter of the introduction system. Patient outcome: there have been no adverse effects to the patient reported. The physician has a plan to conduct tevar with a low profile device at a later date. Patient¿s family refused to have the patient undergo additional treatment, so no treatment was performed.